Manufacturer narrative:
An asp fse assessed the unit onsite. Upon arrival found system screen displaying ready to use. There was smoke coming out of the unit during the cycle. He noticed that the filter was on tight. There were double o-rings on the filter, he removed one and the sterilizer is working fine now. The system passed the test cycle and is ready for use.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard analysis. The DHR (device history review) for the sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze/oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. There was no product returned for investigation. The root cause was the filter incorrectly contained double o-rings instead of one. The additional o-ring did not allow a good seal to take place within the filter unit.

Event description:
The customer called to report that while running a cycle in the sterrad 100s, they noticed smoke coming out of the unit. There was no human reaction due to this event. An asp field service engineer (fse) was dispatched to assess the unit.